Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for the event. On an unreported date, the patient was treated with reflin 1 gm and fortum 1 gm (frequencies, routes and duration not reported). At the time of this report the patient outcome was unknown. Action with pd therapy was not reported. No additional information is available.